Manufacturer narrative:
Submitted supplemental to include serial number that was received and DHR review. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact. Significant frame distortion and bent wireform was observed. All three leaflets were wavy and folded; likely due to bent wireform. Leaflet 1 had a 2mm tear near commissure 1; serrated marking were observed at the tear region. Leaflet 2 had a 2mm tear near commissure 2; cloth damage and wireform exposure was observed on commissure 2 near the tear. Leaflet 3 had a 1.5mm tear near commissure 1; the wireform was also exposed on commissure 1. Sutures remained attached on the sewing ring near leaflets 1 and 3. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required surgical intervention after the initial surgery to treat the pvl. Customer report of paravalvular leak could not be confirmed through visual observations. The root cause for the pvl remains indeterminable; however, patient and procedure related factors likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23mm valve was explanted after an implant duration of 25 (twenty-five) days due to paravalvular leak level 2+ near to right coronary arteria/septum. As per the surgeon, the cause was unclear, maybe material error or too much/less decalcification. As reported echo showed a slight valve displacement. A another pericardial valve was implanted in replacement. The valve was returned for evaluation.